Manufacturer narrative:
.

Event description:
It was reported that the patient was complaining of pain around the generator site. A CT scan and x-rays were done but showed no evidence of trauma or lead fracture. The vns was turned off, but the pain did not subside. Additional information was received that the patient was scheduled for vns exploration surgery. However, no known surgical interventions have occurred to date. No additional relevant information has been obtained to date.